Event description:
It was reported that during an unk procedure, the procedure was performed properly. However, for the first fire, there was no audible feedback. The audible feedback then occurred in the second fire which was stronger than the first one. It was difficult to take the device out and it was bleeding at the 6 o'clock position of the surgical site. Suture was used to support for the surgical site.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.